Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right ventricular lead into the pulse generators header port. The physician attempted to use silicone oil without success. The physician then used a blade to excise a piece of the sealing ring and was able to fully insert the lead. All electrical measurements were checked and were within normal range. The patient was in stable condition post surgery and would continue to be monitored.